Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead returned and analyzed.

Event description:
It was reported that two days after implant there were high thresholds, positioning/fixation difficulty, and a lead dislodgement. The helix would not redeploy during repositioning attempt. The lead was also hung on some tissue and possibly there was tissue caught in the helix. The lead was explanted and replaced. No patient complications have been reported as a result of this event.